Manufacturer narrative:
Inspection of the download data of the received pod found that a 0x1c alarm occurred, since the pod has reached the pump expiration time. Inspection of the download data confirmed that the pod ran for the full 80 hours. The patient history buffer was inspected. The automated glucose algorithm responded appropriately to the estimated glucose values and the user input. The download data contained no timeouts, pulse width increases, or drive stalls that would indicate a struggle to deliver insulin. During fluid path testing, a tear was observed 0.571 inches from the nail head in the exposed portion of the soft cannula, fluid was observed to leak from the tear. The timing and cause of this tear is unknown; therefore, it cannot be conclusively determined if the tear contributed to the 'not sure delivering insulin' event. No other damages or defects were observed that would contribute to a failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 17.5 mmol/l (315 mg/dl) while wearing the pod between 37 and 48 hours. The device was originally reported for pod customer not sure delivering insulin. As treatment, a new pod was applied. Investigation of the device found a tear on the exposed portion of the soft cannula and fluid was observed to leak from the tear.